Event description:
During a procedure to repair an intra-cranial aneurysm, after using a microscope for 2 hours, the aneurysm ruptured. While trying to clip the aneurysm, one of the movements of the nc-31 stand of the microscope locked and the doctor could no longer use it. They used another microscope that they keep as a backup and finished the procedure. No harm occurred to the patient.